Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after experiencing an unwitnessed syncopal event. The patient brought their latitude home monitor and performed a patient initiated interrogation (pii). The local area boston scientific representative reviewed the latitude report and confirmed appropriate device function from a lead measurement perspective. There was a rhythmiq event in the arrhythmia logbook which caused a sudden drop in heart rate down to 35 bpm for 2 beats before right ventricular (rv) pacing re-commenced at programmed dynamic av delays. However, the time of the event did not correlate with the syncope. The patient does not require atrial or rv pacing therapy. The representative explained that although the patient event and rhythmiq event times were not correlated, there are reasons the device clock might not be accurate and that the recorded episode would be a probable cause for the patient's syncopal event given the sudden onset of bradycardia. I suggested the rhythmiq algorithm be turned off in the patient's next device check to prevent any further events. The device remains in service and no adverse patient effects were reported.